Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a "burn-like" area under the front therapy electrode of the lifevest. The patient reported that the affected area was the size of a dime, that her skin was very sore to the touch, that the skin appeared to be peeled away and broken, and that the her skin and the therapy electrode felt warm. The patient's doctor advised her to apply triple antibiotic ointment and to keep the lifevest off longer after showering. The patient reported that this did not help and she started using antiseptic on the area after breaking out. Follow-up indicated that the skin was better.